Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. During the procedure, the physician got access for the intracardiac echo (ice) catheter and placed several perclose. The was sheath and dilator was put in the superior vena cava (svc). The physician brought the was sheath down to the fossa for transeptal puncture (tsp). This is when the thrombus was visualized on the tip of the sheath/dilator combo via ice. The physician put the guidewire back to the svc and took out the sheath/dilator combo. There was no clot on the tip of the sheath nor on the guidewire. The activated clotting time (act) was 104 seconds. A full dose of heparin was giving to the patient. The case proceeded and the closure device was successfully implanted. There were no patient complications.